Event description:
A male pt contacted lifecor customer support to report that the battery charger will not charge his battery packs. He stated that when he places the battery pack on the charger the battery light with the slash through it illuminates. When placed in the monitor they both show zero bars. Support had a lifecor territory manager (tm) visit and exchange the pt's battery charger and battery packs.

Manufacturer narrative:
Device eval summary: device eval of battery charger has been completed. The reported problem was confirmed. The cause of the charger not charging the battery packs was corroded battery contact terminals in the battery connector. The corrosion prevented proper contact with the battery pack connector contacts. The root cause of the corroded terminals was probably liquid spillage into the battery well area of the charger. No adverse event resulted from the damaged charger. The pt received replacement charger.